Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head presented a connector problem. This event occurred before sedation of a therapeutic procedure. There were no reports of patient harm.

Event description:
The procedure was completed with the olympus backup device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: b5, d9, g1, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: communication error 224. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to faulty cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.